Event description:
The reporter stated that the catheter kept slipping out of the bolt when in use over a weekend. The doctor reports that he thought that the bolt had been correctly tightened.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.